Manufacturer narrative:
The insulin pump was received with no down button response due to flattened down button dome switch. No button error alarm was noted during testing. The pump was received with scratched lcd window, cracked case near display window corners and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 426 mg/dl. The customer stated that the numbers were not ramping on their own. The customer stated that the scroll bar is not moving up or down without the input from the user. The customer stated that there is response from a button. The customer stated that the escape button does not take them to the status screen. The customer stated that the act button does not navigate to the status screen. The customer stated that the down arrow key does not work. The customer will be sent a replacement pump.